Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has significant mental and physical pain and suffering, has sustained permanent injury and will likely undergo corrective surgery.

Manufacturer narrative:
No sample was returned for eval. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported event. The device remains implanted. The IFU states in the warning section: "the implant procedure and the instrumentation associated with the surgical placement of the sling carry an inherent risk of infection and bleeding, as do similar urological procedures." The IFU also states in the precaution section: "postoperatively, the pt is recommended to refrain from heavy lifting and/or exercise (i.e. Cycling, jogging) for at least three to four weeks and intercourse for one month." Additionally, in the adverse event section, the IFU states: "complications associated with the proper implantation of the sling may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and vomiting difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, and transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).